Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion was programmed over sixty (60) minutes however the device ran over seventy-four (74) minutes. There was patient involvement however outcome is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion was not confirmed during the review of the log or during laboratory testing. Laboratory test results showed that during syringe module volume detection accuracy, the syringe module was observed to be within +/-2% of the actual volume. Per bd design requirements, the volume read is within the baseline requirements for syringe volume accuracy. A review of syringe module error log showed no errors related with the reported incident. On (B)(6) 2025, at 1:32 pm, the first infusion the day of the reported event was programmed using guardrails drugs with a 20ml bd syringe, rate of 10ml/h and vtbi (volume to be infused) of 9.2769ml. The profile was identified as heme onc. At 2:29 pm the infusion was completed, and the syring module was powered off. At 2:35 pm a basic infusion was programmed using a bd plastic 10ml syring with a rate of 10ml and a vtbi of 1.85ml. Between 2:47 pm to 2:49 pm the infusion was completed, then a new basic infusion was programmed with a rate of 99ml and a vtbi of 7.9739ml. At 2:54 pm the infusion was completed, then, the syring module was powered off. The event log recorded infusion duration was within its programmed duration. The alaris system user manual v12.1.2 notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded: use smallest syringe size possible (for example, if infusing 2.3 ml of fluid, use a 3 ml syringe). Program the flow rate equal to or above the minimum recommended flow rate for the syringe. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of an under infusion was not determined. The incident device was fully evaluated based on the provided details, and no issues or anomalies were observed regarding the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion was programmed over sixty (60) minutes however the device ran over seventy-four (74) minutes. There was patient involvement however outcome is unknown. Although requested, additional information was not provided.